Manufacturer narrative:
"Further evaluation revealed the psr3d delivery wire was kinked. This damage likely occurred due to forceful advancement of the psr3d against resistance." However, upon further review, it was determined that the reported damage was likely incidental and may have occurred during packaging for return to penumbra.

Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was stretched and fractured approximately 140.0 cm from the hub and kinked just distal to the fracture. After the 3max was flushed to remove dried blood, the first penumbra system 3d revascularization device (psr3d) could be advanced further out of the 3max and completely retracted into the distal tip of the 3max without issue. The first psr3d could not be completely retracted through the 3max due to the fractured region of the 3max. Conclusions: evaluation of the returned 3max and first psr3d revealed that the 3max was stretched, fractured, and kinked. It is possible for the distal shaft of the 3max to become pinned against patient anatomy and other devices used in the procedure. If the 3max becomes pinned or otherwise restrained and is then forcefully retracted, damage such as this may occur. Further evaluation revealed the first psr3d was stuck in the distal end of the 3max due to dried blood. Once the blood was flushed from the 3max, the psr3d could be further advanced out of the 3max and re-sheathed back into the 3max without issue. The psr3d could not be retracted pass the damaged region of the 3max. Further evaluation revealed the psr3d delivery wire was kinked. This damage likely occurred due to forceful advancement of the psr3d against resistance. Evaluation of the returned velocity and second psr3d revealed that the psr3d core wire was fractured and the wrapping wire was unraveled. Fracture of the core wire typically occurs due to forceful retraction of the psr3d against resistance. If the psr3d is further manipulated after the core wire breaks, the wrapping wire may become unraveled, and the tip may become separated from the psr3d. The velocity had no visible damage and had a 0.025¿ mandrel advanced and retracted through it without issue. Tortuous patient anatomy likely contributed to the difficulty experienced when advancing and retracting the devices during the procedure. The ace68, neuron max, and neuron select mentioned in the complaint were not returned for evaluation. Penumbra psr3ds and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2017-00942. 2. 3005168196-2017-00943.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max) and penumbra system 3d revascularization devices (psr3d''s). It was noted that the patient had an extremely tortuous anatomy. During the procedure, the physician placed a neuron max 6f 088 long sheath (neuron max) into the target vessel then advanced a penumbra system ace 68 reperfusion catheter (ace68) through the neuron max and a 3max through the ace 68. While attempting to advance a psr3d through the 3max, the physician experienced difficulty. Therefore, the physician added a non-penumbra torque device to the delivery wire of the psr3d; however, the psr3d still did not advance through the 3max. Therefore, the physician attempted to remove the psr3d from the 3max but the psr3d would not retract. The physician then pulled the 3max with the psr3d still inside of it, out of the patient. After that, the physician advanced a velocity delivery microcatheter (velocity) into the ace68 and then advanced a new psr3d through the velocity without any issues. After deploying the psr3d into the target vessel, the physician waited two to three minutes, then slowly attempted to retract the psr3d into the ace68. However, the psr3d would not move. After another attempt was made to retract the psr3d, the psr3d broke off just proximal to the proximal platinum marker. The physician then attempted to remove the psr3d using a snare device but was unable to retrieve the device after many attempts. Therefore, the physician decided to end the procedure and the patient was left in the same condition as when she entered the neuro endovascular laboratory. The following day, the patient was in the same condition. As of (B)(6) 2017, the patient was still in the same condition.